Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet received them. If either the meter or strips are returned. Lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
In 2008, the lay pt contacted lifescan (lfs) alleging that her one touch ultra 2 meter read inaccurately high. The complaint was classified based on the customer care advocate (cca) documentation. The pt said the product issue first occurred in 2007. The pt received a reading of 244 mg/dl on the reported meter and treated herself with 3 units of humalog insulin. She then had low symptoms of sweating, feeling cold and nauseated, a rapid heartbeat, and feeling like she was going to pass out. She said she would treat herself with soda to bring her [blood glucose] up. The pt said she got a different, non-lfs meter, which gave lower, unspecified readings. She was unable/unwilling to state the time difference between the lfs and other meter readings. The cca verified the 244 mg/dl reading in the reported meter memory. The pt's products were replaced. The complaint is reported because the pt alleges she experienced symptoms that suggested severe hypoglycemia after taking insulin based on an elevated reading on the lfs product.